Event description:
It was reported that during a liver resection procedure the teflon pad fell off the jaws of the device. This happened at the end of the case therefore there was no need to use another blade. No patient consequence.